Manufacturer narrative:
The removed portion of the screw was discarded and is not available for evaluation. Review of the device history record cannot be performed as the device lot code is unk. No conclusions can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.

Event description:
Contact reports that during an extension of an existing spinal construct, the screw head of implanted s1 right screw broke off. Reports that it appeared that fusion had been achieved and that screw breakage occurred during rod reduction and distraction. The shaft of the broken screw remains in the pt. The removed portion of the screw was discarded by the customer and is not available for evaluation. The device was implanted in 2010, the exact date unk.